Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted tones due to an alert for low out-of-range pace impedance measurements on the right ventricular (rv) channel, measuring less than 200 ohms. Additionally, noise was detected on both the rv and right atrial (ra) channels. Technical services (ts) reviewed device data and discussed troubleshooting efforts with the field. No adverse patient effects were reported. At this time, the ICD and rv/ra leads remain implanted and in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted tones due to an alert for low out-of-range pace impedance measurements on the right ventricular (rv) channel, measuring less than 200 ohms. Additionally, noise was detected on both the rv and right atrial (ra) channels. Technical services (ts) reviewed device data and discussed troubleshooting efforts with the field. No adverse patient effects were reported. At this time, the ICD and rv/ra leads remain implanted and in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.